Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the monitor turned off during the case.

Manufacturer narrative:
Alleged failure: q, eval. Turned off during case. Do not initiate repairs without to address provided (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be power supply failure. The device manufacture date is not known. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the monitor turned off during the case.